Event description:
It was reported that a patient presented in-clinic for a routine generator change. Upon interrogation prior to the procedure, the patient's right ventricular (rv) lead was found to have over-sensing of noise. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.